Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Device not returned.

Event description:
When using the unit it has shut down during use and given a blue error screen. It then turns off and comes back up and is they can use it, but this has happened during procedures